Manufacturer narrative:
Follow-up #1: date of submission 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: a review of the pump black box showed a voltage drop occurred on (B)(6) 2017. The battery compartment and cap were undamaged and able to fit securely to the pump. During investigation, the ez-prime steps were performed correctly. All current readings were found to be within specification. No overheating or other alarms occurred during the investigation. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board. The allegation of a temperature issue was shown in the pump history but was not confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.